Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
Correction: h6 clinical code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 investigation findings.

Event description:
As part of the manufacturer's recall campaign, the patient presented himself for a check on the device implanted on (B)(6) 2020 hip prosthesis. The x-ray control showed a clear decentering of the prosthetic base and osteolysis in the acetabulum as a sign of inlay wear. This was possible when the inlay was changed on (B)(6) 2023 on a vitd-hardened, specially approved inlay (novation xle neutral liner, group 1, 32 mm i.d., ref 140-32-51, sn: (B)(6). In addition to the inlay replacement, the diagnosis was made during the replacement operation the solid cup integrity as well as the curettage and sealing of the cysts in the cup bed using allogeneic cancellous bone and changing the prosthetic head. Diagnosis that led to implantation: primary coxarthrosis.

Manufacturer narrative:
Pending investigation. D10: 6100357 180-01-50 - crown cup, cluster-hole gr.50. H7: z-2117-2021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.